Manufacturer narrative:
One scr, biorci 7x25mm (8mm head) was returned for evaluation of the reported complaint mode, ¿broken screw.¿ visual inspection confirmed the reported complaint; the screw was broken into several pieces. Based on the details of the complaint, the likely cause of the screw breaking is due a lack of hole preparation prior to screw insertion. Per IFU 1060635, ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion.¿ due to these observations no root cause related to the manufacturing process can be established. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an art knee procedure using scr biorci 7x25mm (8mm head) strl bx 1 the distal end of the screw broke. Debris was removed from the patient. There was a procedural delay of 3.5 hours. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.

Manufacturer narrative:
Individual MDR submission not required. This event was previously filed under asr (B)(4) on july 31, 2014.